Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps was analyzed, and the complaint was not confirmed by failure analysis. Customer reported that the distal end of the instrument had broken off at the hinge. The instrument was tested on an in-house system. The instrument passed recognition and engagement tests, was fully functional, and no product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The prograsp froceps instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the distal end of the prograsp forceps instrument broke off of the hinge. However, the initial reporter indicated that no fragments fell inside the patient. Both parts were found together in the same bin during decontamination, and all parts were retrieved (visually confirmed). Therefore, it is unclear when the fragment(s) broke off the instrument. There was no tissue entrapment, and the surgeon noted no functional issues during the case and was not aware of any instrument damage at the time. No patient injury occurred. The instrument is available for return to isi, with both parts boxed and shipped back; no photos or video are available. The procedure was completed with no reported injury.